Manufacturer narrative:
Correction to box g: contact office manufacturing site contact office entity.

Event description:
Philips received a complaint on the suresigns vm 6 patient monitor indicating that there was an audio error "system error 1036", which indicated that the speaker was not producing sound. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Box e:(B)(6).

Manufacturer narrative:
A philips remote service engineer (rse) contacted the customer who confirmed that the monitor reported an "audio error" and "system error 1036". A philips field service engineer (fse) went to the customer site, and checked for the failure; no anomalies were found, and system tests were carried out with a positive outcome. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.